Event description:
This complaint is from a literature source. The following literature cite has been reviewed: puri s, sculco pk, abdel mp, wellman ds, gausden eb. Total hip arthroplasty after proximal femoral nailing: preoperative preparation and intraoperative surgical techniques. Arthroplast today. 2023 oct 27;24:101243. Doi: 10.1016/j.artd.2023.101243. Pmid: 37964916; pmcid: pmc10641077. Objective/methods/study data: the aim of this review was to provide a rubric for surgeons to use when preparing for a conversion tha and assessed the compatibility of commonly available extraction devices with popular femoral nails. In this review, the authors present pre-operative planning, operative setup, intraoperative radiographs, and surgical techniques to allow for successful and expedient intramedullary femoral nail removal and conversion to tha. They list the compatibility of available extraction tools for commonly used intramedullary femoral nails that are encountered in patients undergoing conversion tha. Finally, the authors suggest a stepwise algorithm for complex nail removal when basic removal techniques are unsuccessful. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes trochanteric femoral nail advanced (tfna) adverse event(s) and provided interventions possibly associated with unk - constructs: tfna (qty 1) -an 83-year-old female presented with posttraumatic arthritis 9 months after short trochanteric femoral nail advanced (depuy synthes) for an intertrochanteric fracture. Intraoperatively, the left femoral neck had over 50 degrees of anteversion indicating malunion of the fracture. This report is for an unknown tfna construct. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: b5: doi link provided in event description can be pasted into an internet browser to access this literature article. D1, d2, d3, d4, g4 - 510k: this report is for an unknown tfna construct/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.